Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch reports" 2936999-2014-00237 nad 2936999-2014-00241.

Event description:
Customer reported the ett hubs on the taperguard tubes are loose and separate from the endotracheal tubes easily. Covidien is in the process of obtaining further information surrounding the circumstances of this report.

Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. A visual inspection was performed, and it was observed that all the components were assembled properly in the tube. A dimensional test was performed. The insertion of the 15mm connector into the tube was measured and this reading was found within specification. The outer diameter was measured and this reading was found to be within specification. The inner diameter of the tube was measured and found to be within specification. The customer reported failure mode was not verified in the received sample. (B)(4).